Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2023 wherein a new lead was implanted. Effective therapy was established post-operatively.

Event description:
It was reported the patient's lead started to beak through the skin. As a result, surgical intervention occurred on (B)(6) 2023, where in the lead was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The event of lead revision was reported to abbott. A lead breaking through the skin was explanted. The rest of the system still intact and working. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.